Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to deliver breaths properly. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and found to operate and alarm as designed. The customer's complaint could not be confirmed or duplicated.

Event description:
The manufacturer received information alleging a ventilator was not delivering breaths properly. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.